Event description:
According to the reporter: during operations the handle happened to got disengaged from the instrument and it could be used no more. New one was opened to complete the case with no problem. No patient harm.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/18/2015.

Manufacturer narrative:
(B)(4)